Event description:
Following a discrepancy in a lab comparison with a different meter, doctor ordered that all finger stick tests be run along with a lab. Caller from inform system user facility reported patient blood glucose results: on 9/8 at 5:51, meter result 305 mg/dl, lab 116 mg/dl. The same meter was used at 16:10, result 280 mg/dl, lab was 163 mg/dl. Controls were run on this meter and passed. There was no report of adverse effect to the patient based on the meter results. They are no longer testing this patient using finger sticks and no treatment was given based on meter readings. A request was made for the return of the strips.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the cap piercer at the waste line on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.